Event description:
Event description guidant received information that, during pre-implant testing and programming, the monitoring voltage for this cardiac resynchronization therapy defibrillator (crt-d) was noted to be 2.18v. It was reported that the device had just been sent to this facility approximately one month ago and was still in storage mode. The representative caller was not aware of any prior interrogation of this device with radiofrequency (rf) telemetry.